Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported that her freestyle libre sensor detached during sleep. The customer subsequently lost consciousness in the morning, as she was unable to monitor her blood glucose. The customer had contact with a healthcare professional, and was diagnosed with hypoglycemia and treated with glucose "through pump". There was no report of death or permanent injury associated with this event.